Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one sealed box with thirty-six unopened samples was received for analysis. Product code vcp427h. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were open and each packet contained one strand undyed. This is according to the requirements for product code vcp427h of undyed braided absorbable suture per packet. No evidence of product mix was found during evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to missing component or incorrect quantity were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the sales rep, that a full box of sutures labeled and expected to be undyed was received in dyed form. The discrepancy was identified upon inspection of the product, indicating a mismatch between the expected product specifications and the items delivered. No patient involvement. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/18/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * are there photos available for visual analysis? (Box and suture). * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No photos. -materials manager. - sent back via fedex yesterday tracking (B)(4). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.